Event description:
A (B)(6) old male pt contacted zoll customer support to report code 107 - abnormal shutdowns. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (code 107 - abnormal shutdown) is still under investigation. Upon eval, the monitor was run with a test belt, during which the monitor reset several times and produced one abnormal shutdown. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.